Manufacturer narrative:
The events of inflammation/irritation and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammation/irritation and seroma-late

Event description:
Patient reported that the ¿implanted area was filled with water", so the patient underwent film removal surgery on (B)(6) 2018 which basically means "washing the area and the same product re-applied". Patient had the implant removed and replaced due to a seroma and skin flare. Affected side is left.